Event description:
It was reported that when the patient was in different positions they experienced sacral nerve pain with occasional shocking to the right side of their foot. The shocking made the patient's foot twitch and was noted as painful. Amperage was turned down in order to help alleviate the sacral nerve pain. Following reprogramming on (B)(6) 2011, the issue resolved without sequelae. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 3093-33, lot# v565872, implanted: (B)(6) 2011, explanted: na.